Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt increase in impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.